Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of 48 mg/dl. Low bg cause was not known. Customer required assistance from spouse who provided glucose and carbohydrates consumed to address bg. Customer advised they will be consulting their healthcare provider regarding the issue.